Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced redness and had wound at the implant site due to an infection. The patient's pacemaker, the right atrial (ra) lead and the right ventricular (rv) lead were explanted and replaced due to the infection. The patient was stable throughout the procedure.

Event description:
The pacemaker was noted to have eroded.